Event description:
The user facility further reported this device had this issue more than once. They were able to clear the error message by rebooting the device and completed the intended procedures. Arrangements were then made to obtain a replacement loaner to use while the subject device was out for evaluation and repair. The other event mentioned was reported to the FDA under MDR# 8010047-2021-03241.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer, the results of the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus for evaluation and the reported problem was confirmed. The unit displayed the e102 error after 10 minutes of operating. It was noted that debris and dust were accumulated inside the device. In addition, insufficient thermal paste was present on the lamp, causing it to overheat. Replacement of the lamp and removal of the debris were required in order to resolve the issue. In addition, a b30 error was generated intermittently; replacement of the scope socket and support coil were required due to a faulty scope socket. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the legal manufacturer's investigation, due to the accumulation of debris and dust inside the unit, heat dissipation could not be sufficiently performed, likely causing the lamp to not be recognized, resulting in the e102 errors. Regarding the scope socket, it is likely that excessive force was applied, such as when attaching or detaching the scope, or attempting to attach the scope from an angle, which caused scope socket failure, resulting in the intermittent b30 errors. The device's instructions for use provides the following descriptions to address the issues outlined above: "avoid using the light source in a dusty environment. This may damage the light source." "Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating." "Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The investigation has been completed. The instructions for use (IFU) states: ¿when inserting the examination lamp into the heat sink, align their pin positions and tighten the bolts firmly. If the bolts are not tightened firmly, poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable drop in the life of the examination lamp. Be sure to tighten the heat sink clamp firmly. Poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable decrease in the life of the examination lamp.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lamp extinguished because lamp was incorrectly installed or failure of the power unit (accidental failure or chronological deterioration) that resulted in unsteadiness of the power supply to lamp and disappearance of the lamp.

Manufacturer narrative:
The user facility reported that the lamp was replaced but the issue persisted. If additional information is obtained or if the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an e102 lamp error. There was no patient death, injury or infection reported. No additional information has been obtained.